Event description:
It was reported that the device exhibited and error ¿delivery rate too low¿. There was unknown patient involvement reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been serviced before. Visual and functional testing were performed. The reported problem could not be duplicated as the device flow rate was found to be within specification. No further actions will be taken.